Manufacturer narrative:
The impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, the controller exhibited a controller error alarm during the setup of a case. After the impella 5.5 was connected, no placement signal waveform was present, and the controller alarmed "controller error" roughly 5 minutes later. The resolution for this issue is unknown. It was reported that the procedure was successful. The patient was successfully weaned, and the device was explanted.

Manufacturer narrative:
Correction: d6a and d6b should have been left blank on the initial manufacturer device report the investigation of the reported failure mode has been completed. The impella device was returned for evaluation. The data logs confirmed the reported failure mode. The console ran a known-good pump and purge without reproducing the momentary loss of placement signal and controller error alarm. Root cause: the momentary loss of placement signal and controller error alarm was due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The aic sw operated as designed. Phr summary: there were no issues related to the complaint discovered when reviewing the product history of console.